Event description:
(B)(4)

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A maquet service technician investigated the device and adjusted the motor speed and performed a functional check. The device was returned to clinical use. The data is being handled through a designated maquet cardiopulmonary investigation process. A supplemental medwatch will be submitted if additional information becomes available. (B)(4)